Event description:
It was reported that this electrode was found to be dislodged and migrated during a chest x-ray for an unrelated reason. This electrode was then explanted and replaced. No additional adverse patient effects were reported.